Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient saw the elective replacement indicator (eri) message. There was no dissatisfaction with longevity. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient turned on and replaced the battery and it didn't work right. There were no steps taken to resolve the message. The patient was currently incarcerated. No further complications were reported.